Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn near the ok and contrast buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The ok and up arrow keypad buttons were intermittently unresponsive during testing; the down arrow was found to be unresponsive. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow and ok keypad buttons required multiple hard presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and cleaned it with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.